Manufacturer narrative:
The complaint of cracks on item cl2000scp cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) lot#13850234 was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event involved a chemolock¿ w/clave¿ where it was reported while making a hazardous chemotherapy, the chemoclave fell apart resulting in drug loss and spillage. The event occurred in the hospital. There was unknown patient involvement and unknown patient or staff harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.